Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, there had been no trailing haptic. There had been no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that upon opening the package and grabbing the lens to load it, it was noticed that a haptic was missing.

Manufacturer narrative:
Additional information has been provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).